Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located on 2 west at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the side rail would not latch due to the ratchet rivets missing. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replaced as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the ratchet rivets to resolve the issue. Based on this info, no further action is required.